Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving stimulation to the intended area due to migration of the occipital lead. Surgical intervention was undertaken on (B)(6) 2015 during which time the occipital was explanted and replaced with a different lead.stimulation was restored to the desired area postopertively. The issue is resolved.